Event description:
It was reported that this patient developed a latent infection of the pacemaker system. The patient was hospitalized, pending system extraction. It was noted that the patient had a custom device due to a suspected nickel allergy. Additional information received indicated that the system was explanted, and the patient received a temporary external pacing system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient developed a latent infection of the pacemaker system. The patient was hospitalized, pending system extraction. It was noted that the patient had a custom device due to a suspected nickel allergy. No additional adverse patient effects were reported.